Manufacturer narrative:
The oxygen sensor was replaced, and the issue was resolved.(B)(4)

Event description:
Covidien received information stating that during set up, the ht70 ventilator displayed an intermittent o2 sensor error which presents a ventilator inoperable condition. There was no patient present during the ventilator set up process.